Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection of the returned component indicates that the types of damage observed on the insert are indicative of an obstruction on the posterior aspect of the insert and on the retention slot of the inferior surface which may have been the reason that the user failed to position the insert correctly on the baseplate. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection of the returned component, it appears that an obstruction on the posterior aspect of the insert and on the retention slot of the inferior surface may have been the reason that the user failed to position the insert correctly on the baseplate. A CAPA trend analysis was conducted for the reported failure mode and concluded that seating/locking difficulties may arise from user-related issues associated with the preparation of the joint space prior to the attempted seating and with the technique required to correctly introduce the insert component to the baseplate. No further investigation for this event is required at this time.

Event description:
Two inserts could not be locked with the baseplate. Third insert could be locked. The baseplate was implanted. Two unlocked inserts could be obtained for the investigation.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Two inserts could not be locked with the baseplate. Third insert could be locked. The baseplate was implanted. Two unlocked inserts could be obtained for the investigation.